Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: on (B)(6), 2011, the patient had a piece of permacol mesh implanted. The patient died on (B)(6), 2014 as a result of a pulmonary embolism. The principal investigator ruled this not related to the device.

Manufacturer narrative:
(B)(4).